Event description:
It was reported that pump generated tandem mobi cartridge alarm during use, and caller confirmed that issue did not occur during cartridge loading and had not happened before with this pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm, instructed caller to remove cartridge and deliver 9-unit bolus with explanation that insulin on board would be affected, and bolus completed successfully; caller was then able to reload original cartridge, resume insulin therapy, and issue was resolved.